Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h6: investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The customer reported to the sales rep that they may have been a little off axis while drilling into a little hard bone, therefore is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review / investigation, it was discarded. Occupation: synthes mitek rep. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete.

Event description:
It was reported by the sales rep via phone that the tip of the customer's super / rc drill bit 2.9 mm broke off while drilling a bone hole in a rotator cuff repair procedure. All pieces of the broken drill bit were removed from the patient. The surgeon used another like device to complete the procedure with a three to five minute delay and no patient consequence. The customer reported to the sales rep that they may have been a little off axis while drilling into a little hard bone. The device was discarded by the customer. This report is 1 of 1 for (B)(4).